Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's home underwent an electrical storm and the transmitter would no longer power up. The power adapter was checked which reveled charring, the device would no longer be used and replaced.